Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness, hard lump, swelling and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of skin irritation, edema, pain and infection: "precautions for use. As a matter of general principle, injection of a medical device is associated with a risk of infection. Side effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site."

Event description:
Healthcare professional reported injecting a patient with juvederm volift with lidocaine in the "o3", jaw and marionette. After the injection, the patient was given antibiotic cream. Five days later, the patient developed tenderness, hard lump and swelling under the eyes. Patient was treated with staphorin. Zitroromax and nonflamin. The patient's infection did not get better. Patient was then treated with hyaluronidase in the infected area. Symptoms have resolved.